Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2016-00321, since there is more than one device implicated.

Event description:
(B)(4). This report is associated with product compliant: (B)(4). This spontaneous case reported by a consumer who contacted the company to report an adverse event and a product complaint (pc), concerned a (B)(6) female asian patient. Medical history and concomitant medications were not provided. The patient received human insulin (rdna) injections (humulin) through cartridge via reusable pen (humapen ergo ii) for the treatment of diabetes, beginning in 2012, dosage regimen was not provided. On unspecified date while on human insulin she experienced high blood glucose and in 2014 she was hospitalized due to high blood glucose, while in the hospital by prescription she stopped human insulin and began with insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna) injections (humalog mix 25) through cartridge via reusable pen (humapen ergo ii). On unspecified date while on insulin lispro protamine suspension 75%/ insulin lispro 25% she occasionally still experienced high blood glucose. Additionally on (B)(6) 2016 she did not administer insulin lispro protamine suspension 75%/ insulin lispro 25% due to humapen ergo ii failure (lot 0711d01 pc (B)(4)/ lot 1201d03 pc (B)(4)) information regarding further corrective treatment and outcome of the events were not provided. Insulin lispro protamine suspension 75%/ insulin lispro 25% treatment status was unknown. The user of the device and his/ her training status was not provided. The device model duration of use was about four years and the suspect device duration of use was four years for the first and two years for the second. The action taken with the suspect devices was not provided and their return was not expected. The reporting consumer did not know if the events were related with human insulin or insulin lispro protamine suspension 75%/ insulin lispro 25%. Update 29n0v2016: upon review, this report was opened to add the product complaint numbers to the narrative; complete the medwatch and european and canadian required device reporting elements; and update the narrative.

Manufacturer narrative:
No further follow up is planned. This report is associated with 1819470-2016-00321, since there is more than one device implicated. Evaluation summary: a female patient reported the injection screw of her humapen ergo ii device would not move out and she was unable to administer her insulin dose. The patient experienced increased blood glucose levels. The device was not returned to the manufacturer for investigation (batch number 0711d01, manufactured november 2007). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with respect to injection screw/ratchet not moving or dose accuracy complaints. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The patient reported using the device for 4 years. The user manual states the humapen ergo has been designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond its approved use life. It is unknown if this is relevant to the event of increased blood glucose levels.

Event description:
(B)(4). This spontaneous case reported by a consumer who contacted the company to report an adverse event and a product complaint (pc), concerned a (B)(6) female asian patient. Medical history and concomitant medications were not provided. The patient received human insulin (rdna) injections (humulin) through cartridge via reusable pen (humapen ergo ii) for the treatment of diabetes, beginning in 2012, dosage regimen was not provided. On unspecified date while on human insulin she experienced high blood glucose and in 2014 she was hospitalized due to high blood glucose, while in the hospital by prescription she stopped human insulin and began with insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna) injections (humalog mix 25) through cartridge via reusable pen (humapen ergo ii). On unspecified date while on insulin lispro protamine suspension 75%/ insulin lispro 25% she occasionally still experienced high blood glucose. Additionally on (B)(6) 2016 she did not administer insulin lispro protamine suspension 75%/ insulin lispro 25% due to humapen ergo ii failure (lot 0711d01 pc (B)(4)/ lot 1201d03 pc (B)(4)) information regarding further corrective treatment and outcome of the events were not provided. Insulin lispro protamine suspension 75%/ insulin lispro 25% treatment status was unknown. The user of the device and his/ her training status was not provided. The device model duration of use was about four years and the suspect device duration of use was four years for the first and two years for the second. The devices were not returned. The reporting consumer did not know if the events were related with human insulin or insulin lispro protamine suspension 75%/ insulin lispro 25%. Update 29nov2016: upon review, this report was opened to add the product complaint numbers to the narrative; complete the medwatch and european and canadian required device reporting elements; and update the narrative. Update 13dec2016: additional information received on 13dec2016 from the global product complaint database added the device specific safety summary and manufactured date for both devices; updated the improper use and storage to yes for device associated with product complaint (B)(4); updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update 16-dec-2016: information received from the rcp on 12-dec-2016. Product complaints (B)(4) were provided. These pcs were previously processed and added to the narrative on 29-nov-2016. No adverse event information was received.